Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatine kinase (ck) assay on a cobas 6000 c501 module. Initial result: 78 u/l. The physician questioned the initial result as it did not match the patient's previous result of 132,220 u/l. The physician expected the initial result to be >100,000 u/l. The sample was then repeated at multiple dilutions (both with auto-dilution by the instrument and manual dilution), and the repeat results were >100,000 u/l. One of the repeat results was 163,985 u/l (accompanied by a data flag). The final repeat result was 181,100 u/l.

Manufacturer narrative:
The ck reagent expiration date was not provided. The c501 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The provided photo showed many white spots on the wall of the sample tube. The centrifugal force and clotting time used by the customer did not meet the manufacturer¿s recommended requirements. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.